Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported " the pain increased, having sleep difficult (not device related), on palpation feels 'bubbles', sometimes has a burning sensation and that the prosthesis is "pulling", which causes discomfort and pain in great intensity","requested a magnetic resonance which concluded capsular contracture" and concerns about recalled device. Device remains implanted.

Event description:
The events of "having sleep difficult" and "simple cysts" are not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, b.3, b.5, b.6, g.2.